Manufacturer narrative:
The product was not returned to zimmer biomet colorado. However, pictures were provided. These pictures show the cage fractured near where the plate inserts into the cage. The complaint is confirmed for fracture. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The fracture occurs due to the plate applying force on the strut that is on the anterior side of the groove. The force can come from the plate entering hard bone and bending from the resistance, from the cage moving posteriorly after the plate has been partially or totally inserted, or from the first plate not being fully inserted or some other obstruction in the groove.

Event description:
It was reported that during the procedure two implants broke while impacting the anchor plates. They were removed and the case was completed using an alternate product. There were no reported patient impacts or surgical delays. This is report two of two.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2019-00292.

Event description:
It was reported that during the procedure two implants broke while impacting the anchor plates. They were removed and the case was completed using an alternate product. There were no reported patient impacts or surgical delays. This is report two of two.